Event description:
A nurse reported that the anterior vitrectomy probe could not connect to the equipment. The staff tried to connect the probe to several systems, however, it could not connect to any of them. It was noted that the patient was a child under general anesthesia. There was an extension of the surgery time as a result of the event, however, the exact timing of the event is unclear. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. No sample has been received for evaluation at this time. A root cause has not been identified. (B)(4).